Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed inside the molded suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported catheter leakage. No other information was provided. Additional information: inserted (B)(6) 2024, removed (B)(6) 2024, total length 44cm, inserted into the basilic vein, exit site marking 0cm. Catheter was locked with saline, secured with statlock, and dressed straight along the patient¿s arm. PICC used for oncology treatment (vinorelbine, carboplatin); and blood transfusion. PICC not used for CT scan, and no known occlusions. External leaking found during flushing at '-1 cm, just in the connection between wing and catheter. PICC was used for about 45 days. No xray images of this event available. Catheter site cleaned with chlorhexidine solution poured from a bottle (0.5%). Additional information was received for this event as part of a focus survey. The following additional detail was provided: patient or caregiver completed administration of therapy and flushing to maintain patency as well as dressing changes on PICC outside of hospital. Patient was physically inactive.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported catheter leakage. No other information was provided. Additional information: inserted (B)(6), removed (B)(6), total length 44cm, inserted into the basilic vein, exit site marking 0cm. Catheter was locked with saline, secured with statlock, and dressed straight along the patient¿s arm. PICC used for oncology treatment (vinorelbei, carboplatin); and blood transfusion. PICC not used for CT scan, and no known occlusions. External leaking found during flushing at '-1 cm, just in the connection between wing and catheter. PICC was used for about 45 days. No xray images of this event available. Catheter site cleaned with chlorhexidine solution poured from a bottle (0.5%).